Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). The device was returned for analysis. The device was received in two sections as a result of a break in the hypotube. The break was located at approximately 70.6 cm distal from the strain relief. A visual and tactile examination of both sections of the hypotube identified a kink at 3.5 cm proximal from the break site. A further kink was noted in the distal section of the hypotube break. This kink was located at 2.2 cm distal from the break site. A visual and tactile examination of the distal extrusion identified no damages. A microscopic examination of the break site identified no issues with the hypotube which could potentially have contributed to the break and kinks. The break is consistent with a severe kink having occurred in the hypotube. Both the break and kinks are consistent with excessive forces having been applied to the hypotube. A microscopic examination of the balloon identified no damages. There was no evidence that the balloon was subjected to any positive pressure. No damage to the blades. All blades bonded. No damage to the tip. There was no evidence that the balloon had been subjected to any positive pressures.

Event description:
Reportable based on device analysis completed on 17oct2023. It was reported that the shaft was kinked. The 30 mm x 2.50 mm, 95% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). A 10 mm x 2.50 mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the shaft was kinked. The procedure was completed with another wolverine coronary cutting balloon. There were no complications reported and the patient was stable post procedure. However, device analysis revealed a break in the hypotube.